Event description:
A malfunction alarm occurred, identified as malf 0, and was not resettable. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer planned to use multiple daily injections (mdi) as a backup therapy and was advised by technical support on returning the malfunctioning pump in a pre-paid return box within 10 days. A replacement pump was dispatched by technical support, who also provided instructions on storage mode and steps to follow upon receiving the new pump.